Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated mdrs # 2937457-2014-00266; 00267, 1225714-2014-00461; 00462; 00463; and 00464.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and subsequently expired on (B)(6) 2011, after the use of the product.